Event description:
It was reported that the bag hook was attached to the bag but tubing did not go through the tube from keeping it from bending over, so they had to keep holding it up. They got it from hospital and this one had an issue as well. They had gone thorough a lot of bags- trying to find one that worked. Most bags were defective. They were having lot of issues. Tubing was pinched. Did not stay straight. Urine would not drain in bag. Bard 2500 bag had hard plastics thing in the top. Per follow up via phone on (B)(6) 2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since (B)(6) 2011, and this was the longest time they had had to deal with such an inconveniencing problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bag hook was attached to the bag but tubing did not go through the tube from keeping it from bending over, so they had to keep holding it up. They got it from hospital and this one had an issue as well. They had gone thorough a lot of bags- trying to find one that worked. Most bags were defective. They were having lot of issues. Tubing was pinched. Did not stay straight. Urine would not drain in bag. Bard 2500 bag had hard plastics thing in the top. Per follow up via phone on 30may2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since (B)(6) 2011, and this was the longest time they had had to deal with such an inconveniencing problem.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect assembly operation of tube coiling (incorrect assembly). It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.